Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head and liner exchange due to disassociated pinnacle poly liner. 52x32 neutral pinnacle liner had disassociated from the cup and was found to be resting inferior to the cup. 4 or the 6 anti rotation tabs had been worn away. The cup and stem were well fixed. The 32 +5 head was exchanged for a 36+5 head. The 52x32 liner was exchanged for a 52x36 neutral liner. Doi: (B)(6) 2018 - dor: (B)(6) 2021 (left hip).